Manufacturer narrative:
A.1.- a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in the united states. A livanova field service engineer was dispatched on site: the event was confirmed. During technical inspection, patient pump 1 was found to be faulty and replaced accordingly, and the problem was thus resolved. Functional verification testing was performed and successfully passed, after which the device was returned to regular service. A review of the device¿s service history confirmed that, since the unit¿s manufacturing date in 2015, one similar event occurred. Based on the investigation findings and considering the outcome of previous investigations conducted for similar cases, the reported event was attributed to a malfunction of the patient pump, potentially favored by the environmental operating conditions in which the device is used (such as condensation, humidity, and elevated temperatures) or by exposure to disinfectants during cleaning procedures, which may contribute to accelerated wear of the component over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received report that the patient circuit 1 of a heater cooler 3t system stopped working while in-service. There was no report of patient impact.